Event description:
Report received indicated that stent was inaccurately deployed. An angioplasty procedure was being performed to the right common iliac artery. The lesion was mildly calcified and vessel was moderately tortuous. Is unk if the lesion was predilated. There were no anomalies noted with the stent delivery system (sds) during device inspection prior to use. The locking pin was in place prior to device insertion and the slack was removed. The sds was delivered to the lesion without difficulty followed by stent deployment, however, the stent was not placed as intended and misaligned towards the aorta. An add'l stent was deployed to cover the remaining lesion. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.